Manufacturer narrative:
(B)(4). Date sent: 8/6/2025. Corrected data: b1, b2, h1. Additional information was requested, and the following was obtained: what were the indications for surgery? Right hemicolectomy what surgical procedure was performed? Reconstruction using 4-shot method what device was used to create the common channel? Stapler what was used to close the common opening? Stapler how were the post-operative issues identified? An event where the fire stopped during the procedure. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. No issues. What is meant by ¿2 shots and 4 shots¿? It refers to reconstruction methods using 2-shot and 4-shot techniques. Was the patients post op care altered in any way due to the performance of device? The reconstruction method was changed, but there was no impact on post-operative care. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Event description:
It was reported that during an open abdominal total hysterectomy (ath) for uterine tumor and ileocecal resection for ileocecal tumor, at first, it tried an ileocecal resection by two shots method. Fork insertion was done from the insertion port, and the device was set at the anastomosis site. The staple height was set to blue. The firing knob did not slide smoothly and stopped about 1/4 of the way when firing the ntlc75 during side-to-side anastomosis of the ascending colon and small intestine. The tissue in the clamped area, where the set knife was not moved through, is obviously compressed, so it was in a state of crushing (as the doctor described it). The area where the anastomosis was redone includes some of the damaged tissue. As a response during the surgery, the main unit and cartridge were replaced, and the reconstruction method was changed from two shots to four shots. After the surgery, the doctor is currently monitoring the patient to see if there is any failure etc. (As of (B)(6), it is the 3rd day after the surgery). Regarding the cause of this event, the doctor asked, "I don't know. Did it stop moving because I chose blue for the anastomosis of the ascending colon and small intestine or should I have chosen gold?". There are no particular problems with the patient's condition after the procedure. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4) date sent 7/16/2025 d4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? What device was used to create the common channel? What was used to close the common opening? How were the post-operative issues identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. What is meant by ¿2 shots and 4 shots¿? Was the patients post op care altered in any way due to the performance of device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 8/12/2025. D4 batch #461d25. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage and with a reload loaded in the device. The reload had the proximal 21 drivers up, the remaining drivers down with staples present, the swing tab in the locked position and the reload deck damaged. Also, 4 protruding staples were noted. The damage to the cartridge deck is consistent with the device being clamped over a hard object. The device was tested for functionality with a test reload and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. In addition, 2 tyveks reload were returned along with the device. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 461d25, and no non-conformances were identified.